Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the lg connector fluid damage, the light guide cable buckled, the lg connector corroded, the bending rubber leak, the objective lens scratched, the distal body worn out, the lcb (light carrying bundle) defective, the suction channel kink, the distal end with ccd module shadow in image, and the bending rubber pin hole; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.